Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0215737984, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the patient developed a large hematoma over the implantable neurostimulator (ins) pocket site. The patient¿s surgeon drained the pocket but elected to remove the ins and replace it with a new device on the patient¿s other buttock cheek. It was noted the patient had requested a new ins as she was concerned regarding the infection risk associated with using the same ins. There were no external factors reported that may have led or contributed to the issue. The ins was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.